Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events on the reported event date. Analysis of battery ((B)(4)) revealed that the device met specifications; the battery passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; premature power switching events are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event is a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to the power switching event. The manufacturer has opened an internal investigation to evaluate these types of issues. The results of the analysis found no fault; therefore, the batteries in this report are not considered to be FDA reportable. This is report two of six reports (3007042319-2015-00799, 00800, 00811, 00812, 00813 and 00814) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient was experiencing switching of power sources earlier than expected for some time with all batteries. The vad coordinator observed event in hospital while patient was sitting and waiting. The batteries and controller were exchanged per the advice of the manufacturer. The controller exchange went well with no reported effect on the patient. This is report two of six reports (3007042319-2015-00799, 00800,00811, 00812,00813 and 00814) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This is report two of six reports (3007042319-2015-00799, 00800,00811, 00812,00813 and 00814) submitted for devices related to the same event.